Manufacturer narrative:
Upon investigation, merge support found the customer had a setting set to "no" post upgrade of merge pacs software from version 6.6.2 to version 6.6.2.1. The customer was unaware this setting changed during their upgrade. The customer did test the new merge pacs software in their test environment for many months before they went live to full production in february 2015. At this time, merge healthcare is continuing their investigation and will determine if any further actions are required. The customer currently adds release forms after the study is read and no additional images were missed.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016, a customer reported studies marked as "read" or "final" were not changing back to "unread" or "unverified" when a new document is added to the study. There is a potential for delay in diagnosis or treatment due to the customer being unaware of document(s) added to a study that has already been read. Information received from the customer confirmed there was no impact to patient care due to this issue. (B)(4).